Event description:
The reporter contacted medtronic ers technical support department to allege the device would not shock a pt and was requesting device service. No add'l event info was provided. Pt outcome was not reported.